Event description:
On (B)(6) 2012 customer reported that the dxc 600i generated two occurrences of a non-reproducible false positive accutni result for one patient. The result was not reported outside the laboratory. Customer stated that they ran the samples in duplicate on the same instrument, and the rerun results were reported. Customer did not report any effect to the patient attributed or connected to this event. Field service engineer (fse) had been onsite (B)(4) 2012 to address an erroneous troponin accutni result (see MDR 2122870-2012-01233). Additionally, the customer experienced two other separate events for this instrument in (B)(6); see MDR 2122870-2012-01211 and MDR 2122870-2012-01212. Field service engineer (fse) inspected the instrument on (B)(4) 2012 and service activities were not completed until (B)(4) 2012. Fse replaced the pumps and rebuilt the fluidics module. Fse also rebuilt the analytical module with new bearings. Fse replaced the ultrasonics transducer, and the input/output printed circuit board. Fse performed a system check and high sensitivity system check, and the system checks showed all parameters passing within specifications. The system was verified as performing to published performance specifications.